Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 265 mg/dl. Customer reported that the button arrow doesn't work. Customer stated pump was not dropped nor bumped nor exposed on moisture. The customer was advised to revert to a backup plan and agreed to send oow letter.